Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture (via MRI) and implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported "a small fibroadenoma or fibroadenoma-like lesion" that is "near contiguous with the implant", which is not related to the device. Device has been explanted.